Manufacturer narrative:
One blue line ultra was returned for analysis in used condition. The sample was visually inspected; no discrepancies found. The cuff was then inflated while submerged under water; burbling was observed coming out a small tear in the cuff. Relevant documents and the manufacturing process were both reviewed and deemed adequate. Cuff assembly operation and inflation line assembly operation were both reviewed; no discrepancies were observed. Inflation testing was performed on 32 units from production floor; no deflated cuffs were detected. Based on the evidence, the complaint was confirmed. The root cause was found due to user interface.

Event description:
Information was received indicating that the cuff to a smiths medical portex® blue line ultra® tracheostomy tube was observed to be deflated. There were no reported adverse patient effects.